Manufacturer narrative:
Correction h6: removed capturing problem and added failure to capture code.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance, loss of capture, and high capture thresholds in the left ventricular (lv) lead. It was also noted that the lv lead insulation was damaged. On (B)(6) 2023, the physician elected to cap and replace the lv lead. The patient condition was table.